Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Date of the event is estimated.

Event description:
Related manufacturer reference number: 1627487-2020-22218. It was reported the patient was experiencing uncomfortable stimulation. Reprogramming was unable to resolve the issue. The patient underwent surgical intervention on (B)(6) 2020 where the leads were replaced. Therapy was restored with good coverage.